Event description:
It was reported that the patient was re-implanted with an auditory brainstem implant. No more information is available at this time.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be explanted. When available, a device failure analysis will be submitted as a follow-up report.